Manufacturer narrative:
Investigation results: the device history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. There are no further complaints registered against the same lot numbers. The damages of the single parts of the jaw show clear hints for mechanical overload of the jaw during usage. There is also no indication for a material defect or manufacturing failure on the basis of the device history records. Based on our experience of previous incidents, it is probably a user related. A CAPA is not necessary.

Event description:
It was reported that there was an issue with product caiman disp.instr.non articul.d:5/240mm. According to the complaint description, it did not seal. It was not known how long the surgery was delayed. It was replaced by a new one. There was no patient harm. The adverse event / malfunction is filed under aag reference (B)(4).

Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
H6: correction and update of h6 codes. Investigation results: visual investigation: the investigation was carried out visually. We made a visual inspection of the lower jaw. The lower jaw is badly bent. The insulation tongues are bent and damaged. The actuation wire is in a proper condition. It is currently unknown where the missing part is located. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.